Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the numbers 1-2-3, used to unlock the pump, were missing on the pump touch screen. Customer's blood glucose was 200 mg/dl. During troubleshooting with tandem technical support, the issue was resolved.